Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported a falsely depressed sodium (na) result that was obtained on one patient sample on a dimension exl 200 instrument. Quality control (qc) was in range at the time of the event. The customer replaced the quiklyte sensor and the x-tubing. Additionally, the customer cleaned the sample drain and aligned the sample probe. The customer indicated that they will contact siemens if additional assistance is required. The cause of the falsely depressed na result is unknown.

Event description:
A falsely depressed sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. Then, the sample was repeated again, and the customer indicated that they obtained a result in the 130¿s range, which they reported to the physician(s) as it was consistent with the patient¿s history. There are no known reports of patient interventions or adverse health consequences due to the falsely depressed na result.